Event description:
Implant fracture.

Manufacturer narrative:
Implant regio12 fractured. Construction was a removable denture placed on the implant. Patient suffered from periimplantitis, following bone loss and implant instability. Material analysis concluded: mechanical overloading on the implant.

Event description:
Implant fracture.